Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. Additional information was received that the ipg was replaced in order to upgrade for a magnetic resonance imaging (MRI) capable one. The explanted device was discarded by the facility.